Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image not displayed a root cause could not be identified. Based on the results of the investigation, the most probable cause of the incompatible scope (e315) could not be established. Additionally, the most probable cause for the image not being displayed was corrosion of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope experienced an e315 error. This issue occurred during inspection for use. There were no reports of patient involvement.